Event description:
End user father is stating that if it is wet outside, the drive wheel spin the motor is taking chunks of the rubber out of the tire, or anytime there is tension on the like a crack in the side walk, there is a delay of movement.